Event description:
It was reported that pump had broken plastic on side wall near screw by charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, cts documented report only, and cts closed case with no additional actions taken.